Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and was wearing the cartridge tubing facing up. Tandem clinical support educated the customer to properly cycle the cartridge before use and that the mobi cartridge should be worn facing down when in use. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The mobi cartridge needs to be facing down when in use. Customer failed to properly cycle cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.